Event description:
The home pt's mother noted a leak inthe connection between the transfer set and the pt line of the homechoice set. Baxter's technical service center assisted the home pt's mother in ending the thereapy early. No pt injuiry or medical intervention was associated with this incident per the home pt's father.